Manufacturer narrative:
Information from the initial reported complaint indicated that the patient is diabetic and has allergies to surgical tapes and adhesives. It was also reported that the patient would see their doctor. Per the complaint initially filed, it was not known if there was medical intervention for the reported skin irritation. Submitting MDR as the medwatch report was forwarded by FDA and being reported by a healthcare professional (nurse practitioner).

Event description:
Medwatch report mw5156170 received july 10, 2024. Per the medwatch report, reported by the nurse practitioner, the event is reported as follows in section b5 off the medwatch report: pt (patient) reported skin irritation from the ucor heart failure management patch. Pt described area as reddened, burning, and two spots of increased reddened round demarcation. Pt does not report any malfunction of the device. Pt had removed the patch in preparation to apply another patch.